Manufacturer narrative:
This supplemental report was submitted to provide additional information from the legal manufacturer. The legal manufacturer performed a review of the device history records for the concerned device and no abnormalities were found. As part of the investigation, olympus followed up with the user facility to obtain additional information regarding the reported event but with no results. The investigation was completed by the legal manufacturer and determined that there is no manufacturing, material or processing related cause for this failure mode. No device was returned to the legal manufacture for investigation. Additionally, the service evaluation could not duplicate the reported error during inspection and testing. The error e433 is a known issue and is triggered by the safety system of the esg-400 and results in a restart of the generator. If the cause of the error remains, there may be an unlimited number of periodic restarts. Possible causes are: - the user activates the foot switch while the generator is booting (temporary error caused by user action). - faulty foot switch (temporary error). - faulty foot switch (temporary error, faulty reed contact). - defective cable connection between hvps board and generator board (temporary or permanent error). - defective hvps board (permanent error). - defective generator board (permanent error). - defective motherboard (permanent error). A deeper investigation of generator boards with error e433 found a destroyed transformer tr1 to be the cause. An improved generator board was introduced into production in mid-july 2020. In general, the customer is required to check the function of all devices used prior to a procedure. As stated on the IFU (instructions for use manual) and as a preventative measure, the IFU states a suitable replacement device must be provided during an application. Olympus will continue to monitor complaints for this device.

Manufacturer narrative:
The referenced unit was returned to the service center for evaluation. The reported e433 error could not be reproduced and the unit passed all tests without any issues. No problem was observed with the unit. In this case, one of the temporary errors mentioned in the technical cause may be the cause of the error message. The legal manufacturer performed a review of the device history records for the concerned device and all records indicated that the product was manufactured according to all applicable procedures and met final product release criteria. No abnormalities were found. The investigation was completed by the legal manufacturer and determined that there is no manufacturing, material or processing related cause for this failure mode. Based on the service evaluation results, the reported issue could not be confirmed; therefore, the exact cause of the reported malfunctions could not be conclusively determined. However, the error e433 is a known issue and is triggered by the safety system of the esg-400 and results in a restart of the generator. If the cause of the error remains, there may be an unlimited number of periodic restarts. Possible causes are: the user activates the foot switch while the generator is booting (temporary error caused by user action). Faulty foot switch (temporary error). Faulty foot switch (temporary error, faulty reed contact). Defective cable connection between hvps board and generator board (temporary or permanent error). Defective hvps board (permanent error). Defective generator board (permanent error). Defective motherboard (adc, permanent error). A deeper investigation of generator boards with error e433 found a destroyed transformer to be the cause. An improved generator board was introduced into production in mid-july 2020. In general, the customer is required to check the function of all devices used prior to a procedure. Additionally, according to the instructions for use, a suitable replacement device must be provided during an application. Olympus will continue to monitor complaints for this device.

Event description:
The service center was informed by the biomedical technician at the user facility that the high frequency electro-surgical generator unit had an e433 error code during an unspecified event. The device will be returned for service. No patient involvement or harm was reported.